Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 25 mg/ml morphine at a dose of 1.24 mg/day via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the pump was alarming or beeping. For over a year (2016), the patient stated she had been beeping every 15 minutes with a critical dual beeping (patient described it as triple beep). The patient stated she lost her mom and had been homeless and was just getting back to oregon. The patient stated they were trying to get into an office, but they won't see the patient unless they have her last paperwork of her settings. The patient stated she tried to tell them they could use a clinician programmer to interrogate, but they wouldn't do it. The sound was consistent with the pump alarms. It was stated that the patient never got her pump refilled. There were no medical symptoms reported. It was stated that the patient¿s pump was empty. There were no further complications reported or anticipated.